Event description:
Facility called stating that a piece of hardware, a nut, has come loose on the hanger of a rpl450-1 lift.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rpl600-1, serial number/date code (B)(4) is approximately 1 year 10 months old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Facility called stating that a piece of hardware, a nut, has come loose on the hanger of a rpl600-1 lift. This lift is used by multiple users. Replacement parts have been received and the lift has been repaired. No injury alleged.